Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the event of blood loss and a malfunctioning peritoneal dialysis (pd) catheter (not a fresenius product) which warranted hospitalization and surgery. The etiology of the blood loss remains unknown; therefore, causality cannot fully be determined. However, after the pd catheter was surgically manipulated, the patient resumed use of the pd catheter and is performing manual pd therapy without issue. Based on the information available the liberty select cycler can be disassociated from the event, as there is no evidence or indication a fresenius product(s) or device(s) caused or contributed to a serious adverse event. Additionally, there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to these event(s). Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. Should additional information become available, this clinical investigation will be updated accordingly.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with a patient line is blocked warning on their liberty select cycler. During the call, the patient stated that they noticed blood in their drain line. Upon follow up, the patient¿s peritoneal dialysis nurse (pdrn) stated the patient was hospitalized on (B)(6) 2019 for the bleeding. It was reported that the patient underwent laparoscopic surgery to manipulate the catheter and identify the cause of the bleeding, but the cause of the bleeding remains unknown. The patient recovered and was discharged from the hospital. The patient was temporarily transitioned to hemodialysis (hd) therapy while in the hospital. It is unknown if any fresenius device(s) or product(s) were utilized during hospitalization. Following discharge, their pd prescription was adjusted temporarily and the patient was completing treatment via continuous ambulatory peritoneal dialysis (capd) therapy. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.